Manufacturer narrative:
H3/h6: product bi71000918, lot number: 20181015 rev. 2, was returned for analysis. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Product bi71000919, lot number: 20180921 rev. B, was returned for analysis. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Product bi71000921, lot number: av35189-4318 rev. C, was returned for analysis. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) shut down. After restarting the system, the procedure was completed with no issues. There was a delay of less than one hout. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: bi71000860, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced hardware part b01, c07, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, the bi71000909 was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Image acquisition system (ias) computer failed bench test. No operating system was installed on ias computer. B01,c10,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000909, serial/lot #: (B)(6) rev. 9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products added to d10. Additional annex g code added to h6. Continuation of d10: product ID: bi71000918, lot number: unknown; product ID: bi71000921, lot number: unknown; product ID: bi71000919, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000897. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "ias (image acquisition system) shut down." Installed pendant into test system. System and pendant boot as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection showed the pendant laminate was starting to lifting/ bubbling up from around the keys. Worn pendant. MDR codes: b01, c07, d02. Return date: 2025-04-16 h3, h6) the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "ias (image acquisition system) shut down." The power conversion enclosure passed bench testing. Installed into test system. The system booted and readied on each power cycle. Passed motion calibrations, multiple 2d and 3d images were successful. The volts coming from the power conversion for motion would drop out, then returned causing motion issues. Faulty power conversion. MDR codes: b01, c02, d02. Return date: 2025-04-16 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, serial/lot: (B)(6). Product ID: bi71000529, serial/lot: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: product bi71000907 was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Mobile view station (mvs) server passed bench test. System application 4.2.0 loaded successful. Bios (date and time) good. Virus scan passed and patient data removed. Mobile view station (mvs) server rebooted several times and no sign of shutting down . B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907 , serial/lot #: (B)(6) rev. E medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.